Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 26th july, 2024 getinge became aware of an issue with 86-series washer disinfector with the model name: 8668t. As it was stated at the end of the cycle, rack fell to the ground. The getinge technician service repaired the device and the unit has been returned to usage. So far, we have not been informed about any serious injury as a consequence of reported issue, however we decided to report the issue in abundance of caution and based on the potential for serious injury if the situation was to reoccur.

Manufacturer narrative:
On 26th july, 2024 getinge became aware of an issue with 86-series washer disinfector with the model name: 8668t and the serial number (B)(6). As it was stated at the end of the cycle, rack fell to the ground. The getinge technician service repaired the device by replacing damaged bushing and stop rod module, which blocked the rod in the down position and the unit has been returned to usage. Despite all attempts from our site we have not received the information necessary for the manufacturer to fully determine the cause of the incident. It was established that the getinge product was directly involved with the reported event and not meet its specification. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that triggered further scrutiny. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment or diagnosis. We believe that devices in the market are performing correctly overall. Given the circumstances and the fact that there is no apparent trend in complaints of this nature, we shall continue to monitor for any further events of this nature.

Event description:
Manufacturer's reference number: (B)(4).